Manufacturer narrative:
Unit received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed battery out limit. They tried inserting her carbohydrates but the insulin pump was not taking them. The battery was changed. The act and esc buttons were unresponsive when they tried to clear the alarm. Customer's blood glucose level was 122 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.